Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a loop electrosurgical procedure, the coag feature would not work. Physician completed the procedure using other means. Lp-20-120 leep 2025-09-0000590.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. Distribution history: this complaint unit was manufactured at csi and shipped on 10/13/2017. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: this unit was serviced under an unrelated recall repair 2/28/2022. The main board had been updated to the latest revision and returned. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Majority of complaints were not confirmed while others were due to previous issues not relevant on this unit as it had been updated in 2022. Product receipt: the complaint unit was returned on 9/26/2025. Visual evaluation: visual examination of the complaint unit revealed physical damage to the outer chassis. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Any relevant customer or clinical information: ther was no relevant customer or clinical information provided. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. Note: as the unit was found to be operating to specification it was not confirmed. Coag mode involves higher voltage levels and minimal isolation wear is expected over time. This may result in a slight increase in leakage current. This increase is very small and remains well within the safe limits (no indication rf leakage approached the 120ma limit). Regardless of a small increase of leakage due to wear, the device's electrical leakage monitoring system correctly responded by cutting power. Occurrence is deemed low in probability. The unit was evaluated, adjusted, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.